Event description:
It was reported via post-market studies that on (B)(6) 2022, a patient underwent endovascular embolization of an unruptured aneurysm on the right middle cerebral artery (mca) using a pulserider t, 3mm, 8mm arch (catalog 201d/lot 3053092710). Coil embolization was performed (unknown number and device details). It was mentioned that one wing of the pulserider was successfully placed at the cerebral artery. Coil mass was maintained, and the procedure was completed. There was no abnormality on the devices. Reported aneurysm dimensions were diameter (height) 9.5, aneurysm diameter (largest diameter) 10.2mm, aneurysm diameter (dome width) 7.5mm, aneurysm neck diameter 5.2mm, dome/neck ratio 1.4. The parental vessel diameter was 3.2mm. It is unknown if a continuous flush was done. Details on concomitant devices are unknown. On (B)(6) 2022 the patient experienced an aneurysm recurrence due to coil compaction within the aneurysm. It was mentioned ¿embolic coil migration/extrusion/ insufficient embolism occurred. There was no patient injury. Additional information was received on 05-jan-2023 indicated that the following cerenovus coils were implanted during the initial aneurysm treatment, a 7 mm x 21 cm galaxy g3 coil (gly120721), two 5 mm x 10 cm galaxy g3 coils (gly120510), two 4 mm x 8 cm galaxy g3 xsft coils (glx120408), four galaxy g3 coils size 3 mm x 6 cm (gly120306) and one 2 mm x 3 cm galaxy g3 mini coil (glm920030). No further information is available as to what coil compacted. At the time of the procedure, the physician felt that the aneurysm was adequately treated. The patient was not symptomatic as a result of recanalization. No follow-up interventions are required.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg the product lot number is not available; the expiration date of the device is not known. Initial reporter phone: (B)(6). The device remains implanted; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Aneurysm recanalization is a known potential complication associated with coil embolization procedures. Coil compaction may result in the return of blood flow into the aneurysm, which may increase the risk for aneurysm rupture and possibly require additional intervention. Therefore, this event does meet MDR reporting criteria as a ¿serious injury¿ the file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of eleven products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00782, 3008114965-2023-00029, 3008114965-2023-00031, 3008114965-2023-00032, 3008114965-2023-00033, 3008114965-2023-00034, 3008114965-2023-00035, 3008114965-2023-00036, 3008114965-2023-00037 and 3008114965-2023-00038